Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 03jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had a gas leak. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 24jan2019. The customer has decided not to repair the device at this time. No parts were returned to philips for analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.